Event description:
(B)(4). Intermittent pain in the lower abdominal area, sometimes severe; chronic migraine with vertigo (vestibular migraine); frequent bouts of nausea and pain in bowel area; muscle pain flaring up and lasting 3-4 days; hip pain.